Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. A getinge field service engineer (fse) checked the machine and observed its showing electrical test fails code#119 on display. Open the cabinet and reset the connections of front end module but still problem persist. Crosschecked the same with another machine provided by the customer and its confirmed that same was gone defective. So, fse replaced front end module d670-00-0668. Performed all functional and safety checks successfully. Also, observed the machine for 30 minutes on therapy with system trainer, no errors were occurred again. Machine was handover to customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an electrical test failure code 119. There was no patient involvement.